Manufacturer narrative:
The device was not returned for evaluation due to contamination; therefore, no visual or physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. Attempts were made to obtain additional details and no additional information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected because the system requires a value in h6(g).

Event description:
A 2.1mm jetstream xc atherectomy catheter was used for a thrombectomy procedure. The catheter was removed during the procedure and after leaving it in place for 20 minutes, reinsertion caused guidewire obstruction approximately 5 cm inside the catheter. Inspection showed the guidewire was intact without kinks; after pressing the retraction button, it passed through the blockage. During rotational cutting at the lesion site, the guidewire twisted and fully blocked the catheter. The procedure was completed successfully with another device (same model), and the patient was stable following the procedure.